Event description:
The trilogy 202 ventilator running on version 13.0 software will continue to display the cancel 100% oxygen icon even though the device has returned to previous fio2. The current fio2 is appropriately reading under the home screen in these cases. The 100% function must be canceled and restarted to administer 100% fio2 to the patient again. This is not intuitive to select yes to cancel 100% when your patient isn't receiving 100%. This issue was made known on a patient safety aarc list serve. Approximately one week after this event occurred at this facility, the manufacturer version 13.1 was released and this version corrects for this error. There have been no events since the newest software version was installed. No harm to patients.====================== manufacturer response for ventilator, respironics (per site reporter).====================== install version 13.1 software.